Event description:
On deployment of the filter two of the legs appeared to be tangled, therefore the device did not appear to be securely anchored. The filter was removed and replaced with a filter from a different MFR.